Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. Additional evaluation findings are as follows: abnormal image (white dot; video connector appearance defects due to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was produced. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image appeared due to a faulty cable. The root cause of why the cable was faulty could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Please see updates in b3 and b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that this was discovered during preparation on aug 4, 2022. According to the initial reporter, the device was inspected prior to use and the procedure was completed using another device without any delays.